Event description:
Additional information received indicated that the event was observed during a routine device check-up in clinic. Programming changes were made to decrease device sensitivity. The patient will be followed up again in (B)(6) 2016.

Manufacturer narrative:
(B)(4). Maude report number: mw5060781.

Event description:
It was reported that the atrial lead exhibited noise events, which caused inappropriate mode switching. At least four of the similar events were observed. No further information is available.